Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded.

Event description:
It was reported that the patient was hospitalized while wearing the infusion set. The caller stated that the customer experienced elevated blood glucose levels due to user error, related to the insertion of cannula. At the hospital the customer was diagnosed and treated for diabetic ketoacidosis. It is unknown what type of treatment was provided or how long the customer was hospitalized. No further information was provided.